Event description:
Cochlear implant was found to have a number of short circuited electrodes, and the pt was not progressing properly with the cochlear implant. It was explanted due to electrode failure. The date of event is reported at the date it was replaced. It is not known when the short circuits happened.